Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on 21aug2024 where the entire system was explanted to address the issue.

Event description:
Additional information received indication that fluoro imaging confirmed that all three of patient's leads had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8768557. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982302.

Event description:
It was reported that the patient experienced ineffective therapy. Next course of action is undetermined at this time.